Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17611081) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after removing the smart control self-expanding stent (150 vascular - 6x150) from packaging, it was found that part of stent has been released. There was no patient injury. The target lesion was calcified and tortuous. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. The device was prepped according to instructions for use (IFU). There was an anomalies noted after the device was prepped, the stent has been released. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. The device was not used in the patient. The product will be returned for analysis.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. During and interventional procedure, after removing the smart control self-expanding stent (150 vascular - 6x150) from packaging, it was found that part of stent has been released. There was no patient injury. The target lesion was calcified and tortuous. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. The device was prepped according to instructions for use (IFU). There was an anomaly noted after the device was prepped, the stent has been released. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. The device was not used in the patient. The product will be returned for analysis. One non-sterile smart 150 vascular - 6x150 stent delivery system was received for analysis inside a plastic bag. The original packaging was not returned. The valve of the unit was received partially open. Per visual analysis, the stent of the unit was received 0.2 cm pre-deployed. No other anomalies found. Per dimensional analysis, usable length of unit was measured and found within specification. A deployment test was performed. The valve of the stent delivery system was opened and the stent was completely deployed. Neither a difficulty nor an anomaly (resistance, friction, or incomplete stent deployment) was experienced during the deployment procedure. A device history record (DHR) review of lot 17611081 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿stent delivery system (sds)-ses-deployment difficulty - premature/prior to use¿ was confirmed due to the stent of unit was received 0.2 cm already pre-deployed. However, the cause of the stent pre- deployment could not be conclusively determined during the analysis. A possible contributing factor may be procedural related to the removal of the device from the packaging. The product information for safety warns ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent/delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Ensure that the tuohy borst valve, connecting the inner shaft and outer sheath, is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Advance the device over the guidewire to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Neither the device history record nor the information available suggest that the event could be related to the design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.